Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed audible alarm on power up undefined error.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse also verified that the unit passed all manifold and leak tests. The fse completed all tests and then the iabp was released to the customer and cleared for clinical service.

Event description:
N/a.